Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for pre-dilatation. The balloon was inflated twice at 12 and 16 atmospheres; however, during the third inflation at 20 atmosphere for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3.0mm x 12mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.